Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. The failure to grasp the leaflets was a result of the challenging anatomy. The reported tissue damage was a result of procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as another clip was implanted to seal the perforated area. The reported poor image resolution was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, additional information received reporting imaging became difficult after the first clip implantation. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during grasping, the posterior leaflet became perforated. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3. One clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve and grasping was performed. An eccentric mitral valve insufficiency was observed during the second grasping attempt. The clip was re-positioned, and two additional grasping attempts were made but were unsuccessful. A small perforation was noted on the posterior mitral leaflet. Additionally, during the last grasping attempt, one gripper did not work, it remained stuck on the shaft. Troubleshooting was performed with no success. Therefore, the clip was not deployed and was removed. The decision was made to use an xtr to grasp more of the posterior leaflet and to seal the perforated area. This was also successful, and after that the eccentric part had disappeared. Unfortunately, the insufficiency could only be minimally treated. Two clips implanted, reducing mr to 2-3. No additional information was provided.